Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received inappropriate therapy due to noise from electrocautery during a procedure when the magnet slipped off. The patient was anesthetized and did not feel the therapy. The device and the patient will continue to be monitored.